Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to remove a prefilled fiasp pumpcart cartridge from the ilet during a cartridge change, with the pump continuing to display remaining insulin and no drops observed during tubing fill; troubleshooting and education were provided, and a replacement ilet was shipped. Symptoms included hyperglycemia with a reported peak of 350 mg/dl, without reported ketone testing, medical intervention, or acute complications. Outcomes included use of backup subcutaneous insulin therapy and continuation of cgm use. Investigation included technical support troubleshooting and review of use and handling. Investigation of this case revealed a suspected cartridge removal difficulty associated with the prefilled cartridge component, with no alerts or alarms reported and no device evaluation available. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to limited evidence and lack of device evaluation.